Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter stated the audio bolus button is "loose." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/11/2013: the device was returned to animas and evaluated by product analysis on 06/13/2013 with the following results: pump returned with the audio bolus button cover detached from the pump. Unable to test the audio bolus button due to the missing cover.the up, down, ok and contrast keys are responsive to user presses.. Removed the keypad cover; contamination was present under the up, ok, down and contrast key contacts. Unrelated to this complaint, a pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.